Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. No damages were observed in the cannula assembly that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has been received and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels reached 388 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.